Event description:
The customer reported that the smartsite came apart when taking a blood sample. There was no harm to the pt but there was blood involved. The product was in use for less than 3 days. No add'l info provided. Customer reported that the valve was cleaned or swabbed with the usual wipe they use at leeds which is pdi sani-cloth chg 2%. This wipe is for medical devices and contains 70% isopropyl alcohol and 2% chlorhexidine gluconate.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The model#/catalogue# identified is a carefusion product which is same or similar to a device that is approved for sales domestically. The domestic similar list number is indicated in "other#." Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.